Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The reported patient effect of perforation is listed in instructions for use guide wire hi-torque guide wires for ptca, pta, stents, with ce, as a known patient effect of the procedure. The investigation determined the reported core separation appears to be related to case circumstances of the procedure. Based on the reported information, it is likely that during the procedure the guide wire became damaged. Manipulation during retraction ultimately resulted in the reported separation. The noted perforation likely occurred during removal of the separated portion of the guide wire with the snare device, therefore delaying the procedure and requiring hospitalization for monitoring the patient. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. A balance middleweight universal ii guide wire was being used when the core separated during removal. A snare was used to retrieve the separated portion when a perforation was noted. The perforation resolved without treatment; however, the perforation was monitored with a post-procedure echo. Once the full fragment was removed, there was no noticeable flow through the perforation, and no noticeable adverse patient effects or symptoms. The retrieval of the wire fragment took approximately 2 hours in total and was considered a clinically significant delay in procedure. The physician monitored the patient overnight. No additional information was provided.